Event description:
Spouse of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. The hp's spouse relates that the hp has performed a manual exchange during the day of 2000mls, which remained in the hp's peritoneum to be drained out at the start of the subsequent apd therapy. The hp's spouse reported that the hp had drained -11mls during the initial drain phase when the cycler advanced from the initial drain into fill 1. The cycler delivered 1457mls of the programmed fill volume of 2000mls when the hp began to feel full and stopped the fill. The cycler was placed into a manual drain and 3717 mls of fluid was removed. After the completion of the manual drain the hp continued therapy to completion with no further difficulties. There was no patient injury or medical intervention